Event description:
It was reported that approximately 15 months post-implant of a bifurcated device, a suprarenal aortic extension and bilaterally implanted limb extensions, an occlusion in the left limb extension was identified. Reportedly, the pt presented with left lower leg ischemia and CT imaging confirmed occlusion in the left limb extension. The physician chose to explant the devices and treated the pt with a dacron graft. It was reported that the pt tolerated the procedure well. Additional information: a prior event and intervention occurred with this pt where a type iii endoleak between the right limb extension and the bifurcated device (approximately 9 months post-implant) was treated with three limb extensions. Reference to MDR report number 2031527-2013-00047.

Manufacturer narrative:
The device was returned for evaluation and confirmed that devices showed significant accumulation of clotted blood, with clear compromise to the lumen of devices.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.